Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 13, 2024 and june 09, 2025 recorded the progressively declining pacing impedance, decreasing from an initial value of 500 ohms to approximately 250 ohms since mid-march 2025. The analysis of the provided iegm episodes no. 29 from september 07, 2024, no. 54 from february 03, 2025 and no. 61 from may 17, 2025 showed artifacts on the rv channel, and sometimes synchronous on the farfield channel, leading to oversensing and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.